Event description:
The customer reported that the system displayed a communication error and the beam light does not work. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep went onsite for the communication error message. He was not able to duplicate the error message. Since the system software was later that -09, he was not able to get the log files. The rep checked the interconnect cable for damage and for 5 volts on both the work station and c-arm. He was not able to duplicate what could have caused the communication error. He was told that the laser aimer was not working. He checked the batteries in the laser aimer and found that they were installed incorrectly. Future recommendation for the system was for an sbc upgrade conversion whereby the system software is upgraded to version 29 which includes upgrading all the boards in the workstation and the gib board and backplane in the c-arm.